Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. Initial reporter telephone number: (B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted using a non-johnson & johnson cartridge. After insertion the physician found a scratch right in the center of the lens. The patient was symptomatic and experienced poor vision significantly affecting daily activities. Through follow-up additional information was provided that after insertion of the lens there was something noted on the lens, initially thought to be a bit of iris. In post-surgical follow-up, it was identified as a gauge in the lens. The lens was subsequently explanted. No additional information provided.